Event description:
During a starr procedure, the device did not staple at all. The device could only be removed with extreme force. The procedure was completed by hand-suturing. There was no pt consequence.